Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.synergy ii us mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the distal end were noted to be lifted and stent struts on the mid-section to proximal stent strut rows were noted to be stretched. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing and withdrawing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal end of the tip. This type of damage is consistent with pushing the device against a resistance. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-jun-2019. It was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.